Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was 375 mg/dl at the time of the report. Troubleshooting could not be performed at the time of the report. The customer stated that she had unintentionally dropped the insulin pump, causing physical damage. Nothing further was reported.